Event description:
It was reported that during the attempted implant procedure, the device implant was not successful due to a set screw malfunction. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. However, the set screw had a rounded socket.